Event description:
It was reported that one week post implant, the patient experienced shortness of breath. The right ventricular (rv) lead has shown low r-waves and decreased pacing impedances since implant. In addition, the pacing thresholds have been variable, with two instances of high thresholds. Provocative testing failed to create any changes, and a chest x-ray revealed no anomalies. The current lead trends showed normal thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.